Manufacturer narrative:
Evaluation summary: the gap is not a malfunction but it is the design specification issue and not affect any functionality and safety. In addition, we confirmed that the bending rubber perforation and the us connector body crack; however, these are not related to the alleged complaint. This device is classified as import for export, therefore 510k is not applicable. Model eg38-j10ut-us is available in the USA with a 510k number k200090. This report is being filed as part of the pentax backlog management plan.

Event description:
Out of box-the transducer orientation to the objective lens is off. The time of event is unknown. There was no report of patient harm. Date of event not known for the exact date, we just know the year the complaint was sent in to manufacturer.